Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the endoscope and the spyscope ds were manipulated to examine the bile duct stenosis. Upon examination, the duodenal wall on the main papilla ¿opposite side was perforated¿. The flexible area (not the tip of the spyscope ds) pressed the wall of the duodenum. In addition, the physician reported that ¿they needed to set the position of spysope more close to papilla." In the physician¿s assessment the spyscope ds caused the perforation. Endoscopic clipping was performed to address the perforation and an endoscopic nasobiliary drainage (enbd) tube was placed. There was no reported device malfunction . Thirteen days after the procedure, the patient began oral nutritional intake and the patient was discharged 23 days after the procedure.